Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) micro-volume syringe inlets had foreign material at the syringe connection. This was observed prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: two (2) actual devices and a photograph of the sample were provided for evaluation. The returned photograph was reviewed, and the actual devices were visually inspected, and it was noted that there was foreign material at the syringe connections. The reported condition was verified. The cause of the condition could not be determined. However, is most likely due to the manufacturing or packaging process. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.